Event description:
The customer reported via phone call that she had a blood glucose of 544 mg/dl on (B)(6). Customer stated that the high blood glucose was not pump related and has more to do with the chronic pain that she experiences from many medical complications. Customer is on a pain medication and her doctor increased the dosage by 1/1,000 unit of her pain medication, which may explain why her blood glucose dropped to 57 mg/dl on (B)(6). Customer declined to be transferred to the helpline. Customer is getting many sensor alarms including high and low sensor glucose alarms. Customer stated there has been numerous times when she had to re-calibrate after 15 minutes when she calibrates the sensor. Customer was explained to clear the alarm first before calibrating.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.